Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the sudden return of symptoms was not determined and noted that the patient had not seen or called the office since (B)(6) 2017. No further complications were reported or were expected.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had been having a return of symptoms for the past 24 to 48 hours, and they didn¿t know if their frequency was the problem or if it was from the urinary tract infections they have had. The patient stated they had to go to the bathroom every 2 hours, but at the time of the report it was every hour. Syncing with the programmer showed stimulation was on at 1.0v on program 3, and they felt very light stimulation so they moved to 1.1v. The patient reported that they had a urinary tract infection shortly after an unrelated surgery and had the most recent one about 6 weeks before the report. No further complications were reported.